Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 600s range (mg/dl), which were addressed with correction boluses via the pump and with insulin pens and manual injections. A system check performed with tandem technical support indicated that the pump was operating as expected. Follow up information was received stating that elevated bg resolved when infusion set and cartridge were changed.